Event description:
It was reported that prior to an unk procedure, there was no function. The display showed hand piece error by test mode. The case was completed with a same like device. No further info is available. No pt consequence reported.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. It was tested on the generator and no error code was noted; however, it presented a squealing noise during testing. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.